Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens - -7.50/+2.0/060 diopter, in the patient's left eye (os) on (B)(6) 2016. The patient experienced low vault and lens rotation "not" associated with low vault. The lens was repositioned in the eye. The lens remains in the eye. The surgeon plans to explant the lens. The patient's uncorrected visual acuity was 20/80.

Manufacturer narrative:
Lens exchanged was performed, problem was resolved. Device evaluation: product evaluation found that the lens was returned in liquid in the lens case/vial. Visual inspection found no visible damage to lens. (B)(4).